Event description:
The user facility reported to terumo cardiovascular systems that prior to cardiopulmonary bypass surgery the centrifugal pump squealed. The product was changed out. The surgery was completed successfully.

Manufacturer narrative:
Terumo has not received the actual device for eval; therefore, the investigation has yet to be completed. Terumo plans on submitting a f/u report when the investigation is complete and more info becomes available. (B)(4).